Manufacturer narrative:
Philip's field service engineer (fse) performed troubleshooting and advised the customer to replace the user interface. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator's screen has dark lines across it. There was no patient involvement. The event date was not provided, estimate used.